Event description:
On (B)(6) 2010, resident was being transferred via invacare reliant lift. When the bottom of the sling became slack and dislodged from hanger. Resident slid from sling, falling to floor resulting in hematoma to right side of head. Lift taken out of service. Sling taken out of service. Resident sent to ER on (B)(6) 2010 and returned with no serious injury. Resident ctb on (B)(6) 2010.